Event description:
Related manufacturer reference number: 2017865-2022-13035. It was reported that the right ventricular (rv) and right atrial (ra) leads were dislodged due to twiddlers syndrome. The rv and ra leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of lead dislodgement was unconfirmed. As received, a complete lead was returned in one piece. Visual inspection and electrical testing did not identify any anomalies.